Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection revealed the wand connector port was badly scorched. Functional evaluation of the subject controller revealed there was no power output to a known good wand due to the wand connector port was badly scorched. The customer's complaint is verified and the root cause was determined to be electrical component failure. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge to the subject controller, using an improper power cord or improper extension cord, or a loose power connection at the customer's facility, failure of an electronic component inside the subject controller, an issue with the connector on the concomitant wand, such as bent pins, the concomitant wand connector coming in contact with saline. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that fa coblator ii controller wand connector was charred. No patient injury reported.